Event description:
The pt reported that the withdrawal cord "broke" when attempting to remove a tampon. The pt visited an emergency room where the tampon was removed and an antibiotic prescribed. No further complications were reported. Pt did not give the name of the medical facility, the exact date of treatment, and was unable to provide lot number of device or return unused product from the same carton.

Manufacturer narrative:
The pt was unable to provide the lot number of the product, or return other products from the same carton. No investigation was possible, although data related to tampon integrity and tampon withdrawal cord integrity are continually reviewed and trended by the manufacturer as a standard procedure.